Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty to deploy the clip. The slda appears to be due to a combination of patient anatomy and user technique. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment and single leaflet device attachment (slda). It was report that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted reducing mr to a grade of 2+. To further reduce mr, a second clip delivery system (cds) was advanced to the mitral valve. During deployment, there was difficulty releasing the clip from the cds. In an effort to deploy the clip, the delivery catheter (dc) handle was inadvertently pulled back too hard. The clip released from the cds; however, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was implanted to stabilize the slda. Three clips were implanted, reducing the mr to2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.